Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection found no issues identified with the hypotube shaft, no kinks or damages were identified in the shaft polymer extrusion and a visual examination of the balloon identified no damages. Microscopic analysis found no issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing was performed a pinhole leak was identified located in the mid-body of the balloon material. No other damage was observed along the entire device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem and the procedure was competed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation. The device was removed without any problem and the procedure was competed with another of the same device. No complications were reported and the patient was in good condition after the procedure.